Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was successfully completed using a starclose se device after a diagnostic heart catheterization. Reportedly, post-procedure, the patient reported 'blood and other yellow stuff' oozing from the skin at the access site and that the access site looks and feels raw. The patient is concerned about metal in the device as she is allergic to metal and can only wear 24 carat gold jewelry. Ultrasound was performed and cath lab staff told the patient there was no hemorrhage or blood clot at the access site but there might be an infection. The patient was told to wash the area with soap for sensitive skin. The patient was given steroid cream to be used 3 times a day that has since been discontinued. The patient has a low grade fever and was treated with antibiotics for a kidney infection after which the access site looked better on the outside. The patient has pain in both the right and left legs which the physician indicated was due to a pinched nerve. The patient also reported joint pain all over, hair loss and itching all over. The patient has seen the physician and requested that the clip be removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.